Event description:
The customer states that the cell-dyn 1600 analyzer generated platelet results on one patient of 3.7 k/ul, 5.0 k/ul and 3.8 k/ul. Controls were within specifications. Results were not reported out of the laboratory. The sample was sent to a hospital laboratory where a result of 385 k/ul was generated. The customer would not provide any patient information. There is no impact to patient management reported.